Manufacturer narrative:
The issue of the primary alarm failed (ec 1102) was resolved by replacing the central processing unit. The system worked as specified post this action. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer about the v60 indicating that a check vent alarm was displayed on the system. It was reported there was no patient involvement at the time the issue was discovered. The issue was observed just before use on a patient. The device was swapped out with a different device. No medical intervention was provided to the patient, nor was a delay noted. The investigation is ongoing.